Manufacturer narrative:
(B)(4).

Event description:
It was reported that automatic mode switch episodes were noted via merlin.net transmission. Upon review of the electrogram, noise was observed on the atrial lead. The lead was reprogrammed. No patient symptoms were reported. The patient would continue to be followed.